Event description:
It was reported that the syringe 10ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: a nurse was drawing fluid into the syringe and as the syringe began to fill, the fluid in the syringe began to run from behind the plunger down the inside of the barrel of the syringe and onto the nurses hand. The ward manager feels that this incident warrants further investigation as it could have caused serious consequences.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes. D.10 returned to manufacturer on: (B)(6) 2020. H.6. Investigation summary three used samples and 20 unused samples were provided to our quality team for investigation. Upon visually inspecting the product, the barrel of the syringe is observed to be cracked, causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. A device history review was performed for lot 1910742, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is likely the damage occurred as a result of a failure within the assembly machine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 10ml ll experienced leakage past the stopper/plunger during use. The following information was provided by the initial reporter: a nurse was drawing fluid into the syringe and as the syringe began to fill, the fluid in the syringe began to run from behind the plunger down the inside of the barrel of the syringe and onto the nurses hand. The ward manager feels that this incident warrants further investigation as it could have caused serious consequences.